Event description:
A healthcare professional called for help with her 2 contour meters. She tested her blood glucose and received readings of 28 and 70 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and 2 new meters were sent to the customer.